Event description:
The customer reported that while running an htlv I/ii assay a sample barcode in position a8 was misread. Customer also reported that while running a hepatitis surface antigen assay, a sample barcode in position a9 was misread. No error message was generated. Summit sample handler injury was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.